Manufacturer narrative:
Following completion of laboratory analysis, a supplemental report will be completed.

Event description:
It was reported that this device system, exhibited a fault code indicate of a shorted circuit condition, following a shock while in the shower. Data was sent to technical services who later confirmed the device was at end of life and had recorded a shorted lead fault code. Following this fault code, several extended charge time fault codes were also recorded. A device change/lead revision, had already been planned and was later completed. The device was later returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies on the device case. Review of device memory found a shorted lead error code, recorded on (B)(6)2019. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during shock delivery which resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare (eri/eol) because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this device system, exhibited a fault code indicate of a shorted circuit condition, following a shock while in the shower. Data was sent to technical services who later confirmed the device was at end of life and had recorded a shorted lead fault code. Following this fault code, several extended charge time fault codes were also recorded. A device change/lead revision, had already been planned and was later completed. The device was later returned for analysis. No resulting adverse patient effects were reported.